Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position, a cracking noise was heard on the delivery system after inflation in relation with 'something that was broken'. The valve was implanted successfully. Shortly after, the patient's blood pressure dropped and the patient went into cardiopulmonary arrest. Cardiac massage was performed. At the same time, a cardiac tamponade was suspected because of a small leak seen on the angiography. Drainage was done in order to remove potential blood and stabilize the patient. That helped the patient to recover a heart rate, but the blood did not stop from coming out of the drain. A decision was taken to convert the intervention to surgery. The patient's thorax was opened and a rupture of the mitral-aortic trigone was observed, also called a mitral-aortic trigone pseudoaneurysm. Surgical glue was used and helped contain the leak. A blood transfusion was needed. The patient was stabilized and the intervention was successful. The patient was transferred to the intensive care unit.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Cardiac pseudoaneurysms are a contained rupture of the myocardial wall. Typically, pseudoaneurysms will have to-and-fro blood flow into a cavity contained by pericardium, thrombus, or adhesions. Some pseudoaneurysms are harmless and go away on their own. Others are more serious. If they rupture, they can cause serious complications or death. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient (presence of mitral-aortic calcification) or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.